Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while in the process of loading a new cartridge, the customer mistakenly tried to load an empty cartridge and subsequently a malfunction alarm occurred. Customer's blood glucose level was 209 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.